Event description:
Customer claims that when the magnet is taken off, the alarm the unit does not alarm. The unit was tested with new batteries. There is no visible damage to the alarm case. There was no pt injury reported.

Manufacturer narrative:
(B) (4): eval, results: eval for the returned product shows that during testing there is no alarm tone, when the magnet is removed from the metal plate. There is no other damage to the unit. (B) (4).